Event description:
Additional information was received which noted that blood cultures were negative and the infection was not confirmed.

Event description:
It was reported that the patient was treated with intravenous and oral antibiotic therapy for an "infected defibrillator" and hematoma. The device remains in use. The patient was reported to be enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. (B)(4).